Event description:
It was reported that a patient went to the hospital because they had a communication issues with the controller connecting to the pod. The patient stated that they monitored them and gave gatorade and some snacks to help their blood glucose levels go up. They also gave the patient medication for the urinary tract infection they had.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.